Event description:
It was reported that the device displayed an unknown error there was no patient involvement.

Manufacturer narrative:
¿Review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reflashed software due to a related error found in error logs. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(4)2019 to present date (B)(4)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error there was no patient involvement.